Event description:
After the perm implant of an evoke spinal cord stimulation (scs) system, the patient was programmed easily in closed loop. After a sudden change, good coverage couldn¿t be found anymore. The surgeon informed the saluda rep about a scheduled revision for this patient. The lead was replaced and good coverage was able to be obtained. Impedance measurement was in a normal range.